Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed since relevant imagery or medical report was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, ''it was a valve in valve procedure of a 29mm sapien 3 transcatheter heart valve, in aortic position inside a non-edwards valve that was implanted too low and the patient had severe ar. The 29mm sapien 3 valve was implanted but it was positioned low and was still having severe ar. Therefore, a new 29mm sapien 3 valve was prepared and implanted successfully.'' Malposition of valve per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple factors that contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, the valve placement was likely low due to the improper positioning within the pre-existing thv, which was had low positioning. Regurgitation unknown per the instructions for use (IFU), paravalvular leak (pvl) and transvalvular leak are known potential adverse event associated with the tavr procedure. In this case, it is unknown if the reported regurgitation refers to paravalvular leak or central regurgitation. However, the valve was malpositioned (implanted too ventricular), which can impact the proper sealing of the valve skirt and the annulus/ pre-existing bioprosthesis. Similarly, valve malposition can also impact proper leaflet coaptation/functionality if native/pre-existing valve leaflets hang over and covering the outflow of the sapien 3 valve. This may result in further central regurgitation due to low blood flow back pressure with paravalvular leak. As such, available information suggests procedural factors (thv malposition, valve positioning and deployment technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a valve in valve procedure of a 29 mm sapien 3 transcatheter heart valve, in aortic position inside a non-edwards valve. During procedure, the valve was implanted too low and the patient had severe aortic regurgitation (ar). Therefore, a new 29 mm sapien 3 valve was prepared and implanted successfully.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.